Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that there was skin erosion at the pocket site. Pocket was opening and ipg was protruding through the skin. The ipg was explanted and patient was reportedly doing well.